Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the numbers on the customer's insulin pump were continuously scrolling up. The customer's blood glucose was 92 mg/dl, which was treated with insulin. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads and a cracked reservoir tube lip.